Event description:
Dealer states that the customer is stating the right side are will not stay locked.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Manufacturer narrative:
The incorrect manufacturing registration number (9616091) was inadvertently submitted on the initial medwatch. The correct manufacturing registration number is 1531186.